Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2019 the patient reported that it felt like his pump was hot and he was also having pain in his tailbone and seizures. He also stated that aluminum foil was sticking to his pump and he believed it had become magnetized. The event date was not provided. No further complications have been reported as a result of this event.